Manufacturer narrative:
Age or date of birth, sex, weight, ethnicity, race: the customer did not provide patient demographics such as age, sex, weight, ethnicity or race. Device evaluated by MFR: the device was not returned for evaluation. A beckman coulter field service engineer (fse) was dispatched in association with this event. Fse found air in all dispense probe tubing and kink in substrate probe tubing. Fse replaced substrate probe tubing and cleaned all valve, seal, stator, rotor and cap. Fse then performed system check and quality control. Fse also performed a preventative maintenance (pm) procedure on the instrument and reported that the instrument is performing within specifications. In conclusion, the cause of this event is attributed to kink in substrate probe tubing and air in dispense probe tubing.

Event description:
On february 12, 2019 the customer reported that an erroneous elevated troponin I (access accutni +3) result (result not provided) was generated on the customer¿s access 2 immunoassay system (serial number (B)(4)). On (B)(6) 2019 the result was released from the laboratory. There was a report of change to patient care or treatment which occurred in connection with this event. The patient was administered nitroglycerin and heparin. There was no report of additional injury to the patient in association with the event. No additional information is available at the time of this report. Calibration and quality control were passing within the laboratory¿s established ranges. No issues with sample integrity were noted by the customer. A review of data provided to beckman coulter by customer showed system check failing. A beckman coulter field service engineer (fse) was dispatched to the customer site to assess instrument performance.